Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 7.1 and 2.1, lab inr: 9.1. The time between the two inratio tests was 2 mins and the time between the inratio tests and the lab test was 2 hrs. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.